Event description:
It was reported that during implant attempt, the coils were separated and bent as the lead passed through the sheath several times. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. It was also noted in the analyst visual comment that the svc (superior vena cava) exposed defib conductor coil damaged at 43 cm and was apparently damaged at implant.